Event description:
It was reported that the external pulse generator "quit" while pacing. The generator was turned off and back on and the unit began working. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were contaminated, the ring cover was broken, two side bails were contaminated, the ring was missing, and the battery drawer was contaminated. (B)(4).